Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with minor scratches on the lcd window, a cracked case at the reservoir tube window corners, a broken belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 481 mg/dl. The customer had symptoms of high blood glucose and treated with manual injection. Customer's blood glucose value was 266 mg/dl at the time of the call. Customer reported that the high blood glucose levels began before noon on (B)(6) 2017 and did not contact their healthcare professional. Customer declined to troubleshoot for high readings. Customer was advised to call back should issue persist.